Event description:
It was reported the customer's settings would be reset if the insulin pump had any physical contact. Customer also stated their insulin pump would have a blank display and then a selftest would be initiated. It was also found the customer a had a motor error alarm, unexpected restart alarm, and a signal too low alarm in their alarm history. The customer stated there was no visible damage to the insulin pump. Customer's blood glucose was between 290 mg/dl and 300 mg/dl. The customer also stated insulin was continuously being pushed out and the piston was not stopping after coming in contact with the reservoir. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitor for 24hrs and powered up properly. No blank display noted. The insulin pump was received unit with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was unable to test for alarms due to motor error alarm and battery out limit due to unresponsive buttons. The motor was tested outside the insulin pump and passed. The insulin pump was received unit with missing segments due to cracked zebra connector at the lcd board. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.